Manufacturer narrative:
H3) the logs from the navigation system were returned to evaluation. Analysis found that the logs contained information finding that the behavior was consistent with a known anomaly in the medtronic navigation software anomaly tracking database. Continuation of d10) pn: 9736226, ln/sn: 1.3.0 medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. The unique identifier was not known at the time of reporting. No parts have been received by the manufacturer for evaluation. The manufacture date was not known at the time of reporting. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported outside of a procedure that the software blocks and a black screen is seen during 3d model. In the registration field the manufacturer representative (rep) first adjusted the 3d model. Since the scan was of poor quality, they also removed the holes and smoothed the skin. Then the rep pressed auto refine and saved the 3d model. The health care professional performed the tracking registration and the accuracy was calculated. After this calculation, the 3d model disappeared into a black image. The registration track was still visible. The rep went back to the screen images and there the 3d model was also a black image. The 2d images were still visible. An error message came up after which the system shut itself down and restarted. They did the registration again and this time without any problems. The probable cause of the reported issue is a software issue. No patient was present at the time of the event.